Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that patient's blood glucose at time of incident was 400mg/dl. Patient's current blood glucose is 349mg/dl. The customer treated with manual injection. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test. The customer also reported air bubbles. Approximate size of air bubbles is bigger than champagne size and of different sizes he stated location of bubbles was tubing. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.